Manufacturer narrative:
Additional lot #: r04265. Otc product: yes.

Event description:
This case was reported by a consumer and described the occurrence of brain damage in a (B)(6) male pt who used super poligrip extra care with poliseal cream as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip extra care with poliseal and another unspecified super poligrip cream at unk dosing. An unk time later, the pt experienced "brain damage" and difficulty remembering. He stated that he did not know if this was due to old age or not. This case was assessed as medically serious by gsk. Use of super poligrip products was continued. At the time of reporting, the events were unresolved. Super poligrip extra care with poliseal was mfg in (B)(4), and the products were not available. (B)(4).